Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer's representative regarding a patient who was receiving morphine (7.5 mg/ml at 2.5263 mg/day) and marcaine (2.5 mg/ml at 0.8421 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient was on holiday. On the day of their departure, the patient's wife found them passed out and disorientated. The event date was reported to be (B)(6) 2019. An ambulance was called and the patient was taken to the hospital. There were signs of overdosing. The patient's wife reported that all was normal before the event. On (B)(6) 2019, the pump was interrogated. The reservoir volume was 22.9 ml, the refill interval was 62 days, and the low reservoir alarm date was (B)(6) 2019. This information was given to the hcp treating the patient in the intensive care unit (ICU). The hcp stated they currently did not want to do anything, as the patient was back to normal. If the hcp decided to do any further intervention (refill to establish accuracy, contrast study to determine system integrity, or dose adjustment), they would contact the representative. No catheter troubleshooting or catheter interventions were taken. The system remained implanted and in service. It was stated the issue was not resolved, but was also indicated the patient would be returning home and was back to normal. The patient status is alive - no injury. Contributing factors included the patient was on other oral medications, including marijuana drops for pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative. According to the patient, the pump was implanted in (B)(6) 2014.